Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the distributor on 03/30/2025: section b. Box 5. Describe event or problem. Evaluation of the returned penumbra system ace 68 reperfusion catheter (ace68) confirmed that the catheter was fractured on its distal shaft and revealed a kink at the fracture. This damage typically occurs if the device is advanced against resistance. If the ace68 is advanced against resistance, damage such as a kink may occur. The kink may worsen to fracturing if the device is retracted against resistance. The reported tortuous anatomy may have contributed to resistance during the procedure. The distal fractured segment was inside the non-penumbra short sheath and was not returned for evaluation. Further evaluation revealed a kink on the catheter shaft. This damage is likely incidental to the reported complaint and may have also occurred due to advancement against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), a guidewire, and a short sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician used the neuron max to deliver the ace68 to the target location and performed two passes in the target vessel. After successful completion of the procedure, the physician removed the ace68, neuron max, and short sheath from the patient. The ace68 was found to be fractured after removal. The physician searched for an hour to determine the ace68 fragment was in the patient. No fractured segment of the ace68 was located within the patient. The physician then took imaging of the damaged ace68 and short sheath compared to a new ace68. The physician determined that the fractured segment of the ace68 was stuck inside the short sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a guidewire, and a short sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician performed two passes in the target vessel using the ace68. After successful completion of the procedure, the physician removed the ace68 and the short sheath from the patient and found that the distal end of the ace68 had been fractured and was missing. The physician searched in the patient for one hour to determine if any part of the ace68 was left behind in the patient; however, nothing was found. The physician reported that it was too difficult to cut the short sheath to check for the missing piece of the ace68. Therefore, the physician took imaging of the damaged ace68 and short sheath together as well as a new ace68, still in its packaging, and compared the images. The physician then determined that the fractured segment of the ace68 was stuck inside the distal length of the short sheath. There was no report of an adverse effect to the patient.